Manufacturer narrative:
Initial reporter phone:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg , the user experienced underfill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: when blood was drawn in the morning of september 21, four purple tubes had no draw, while one purple tube had low draw. Blood was successfully drawn until the sixth purple tube was continuously changed. The five tubes were the same plate, and the batch number was the same.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg , the user experienced underfill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: when blood was drawn in the morning of september 21, four purple tubes had no draw, while one purple tube had low draw. Blood was successfully drawn until the sixth purple tube was continuously changed. The five tubes were the same plate, and the batch number was the same.